Manufacturer narrative:
Additional information:concomitant medical products and device evaluated by MFR plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A leak test was performed, and a leak was observed. The leak was isolated to the inferior side of the potting surface on the non-cavity ID end of the dialyzer. The dialyzer was disassembled, and no damage or irregularities were noted; however, blood residue was present on a section of fibers located at approximately 190° (with the dialysate ports situated at 0°; non-cavity ID end). The polyurethane material was intact and there were no visible broken, kinked/looped, or misplaced fibers within the fiber bundle. During the sample evaluation/testing, evidence of an internal leak was observed, however, the source and exact location of the leak within the dialyzer could not be located. A lot history review was performed. There were no other complaints of any kind reported against the lot. A review of the production record revealed there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. As a leak was detected and blood was noted around the fibers located at approximately 190° on the non-cavity ID end of the dialyzer, the complaint will be coded 620- fiber leak.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred one hour before completing the patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The blood leak was noted as being an internal blood leak. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.